Event description:
It should be noted that this was a difficult/traumatic access. The vascade mvp device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. Final hemostasis was achieved with the device. Patient was moved to recovery. Several hours later the patient ambulated and a large hematoma started to appear. The hematoma was located from patient's scrotum down his left leg and across his pelvis. Pressure was applied but the hematoma continued. Patients was admitted for observation but no tests were performed at this time. Patient's hemoglobin was dropping and over the weekend of (B)(6) 2022, the patient received 4 units of blood. An ultrasound was conduct and the patient did not have a pseudoaneurysm or a av fistula. Patient remained in hospital for observation. On (B)(6) 2022 patient was still had a hematoma/bruising on inner thigh which was firm, warm and almost black. The bruising went from the access site to this knee and across his pelvis and into his scrotum. On (B)(6) 2022, patient was doing better and bruising from hematoma was subsiding and patient was able to move around for small walks and patient's hemoglobin had stabilized. Patient stayed in the hospital for observation without additional intervention until(B)(6)2022 and was discharged without further incidents or complications.

Manufacturer narrative:
The review of the dhrs were unable to be conducted as the lot numbers are not known. The reported issues were addressed with additional pressure and blood transfusions. The devices were not returned for physical investigation. Conclusion: while the devices were not returned for physical investigation, hematomas are complications which may be related to the endovascular procedure or the vascular closure procedure. In the reported event, the initial access was described as difficult/traumatic. Hemostasis was initially reportedly achieved with the vascade mvp. Additional pressure was applied and blood transfusions were given the weekend after the procedure. In addition, the patient remained in the hospital for observation without additional intervention until (B)(6) 2022 when he was discharged. It should be noted that there was no report of a device malfunction